Event description:
It was reported that polytetrafluoroethylene (ptfe) peeling was found on the guidewire after it was received for evaluation. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned for analysis wrapped around itself in its package. The guidewire was examined before decontamination and was noted to be slightly bent on its distal section the guidewire polytetrafluoroethylene (ptfe) coating was examined and it was discovered that the ptfe was scraped off at approximately 165.0cm from the proximal end. The ptfe coating appeared to be scraped off of the guidewire with a sharp object. The guidewire hydrophilic coating was checked with the wet fingers. The coating was present on the guidewire. No anomalies were observed with the hydrophilic coating. The returned guidewire was loaded and advanced through the proximal end of a demo excelsior sl-10 microcatheter. The guidewire came out of the microcatheter distal end. There was no friction and/or resistance felt during the advancement. Based on the investigation, the cause for the observed bend and relation to the reported issue could not be definitively determined. However since the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause for the observed ptfe peeling is considered to be related to dfu instructions not being followed.

Event description:
It was reported that polytetrafluoroethylene (ptfe) peeling was found on the guidewire after it was received for evaluation. There were no clinical consequences to the patient.